Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a "vibration" through his entire body, from his neck to the toes while in the hospital. Pt said the sensation was similar to the normal stimulation from his device but felt a jolt when lying on the hospital bed or bending backwards when standing. The pt had turned off the stimulation before entering the hospital. A MFR's rep saw the pt in the hospital and could not find any device problem. This sensation lasted for several days after the pt left the hospital and then stopped. Last night when the pt used the control for his new tempurpedic bed the sensation began again. He had used the bed the night before going into the hospital but felt with everything going on he may not have noticed the effect until he laid on the hospital bed. He is now feeling the sensation from the neck, down the arms to his fingertips. System was implanted to help low back, leg and foot pain. Still feeling stimulation in the correct area. Add'l info has been requested and if received a follow up report will be sent.